Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that they had a burning sensation when stimulation was on. They turned off stimulation due to the burning sensation and later turned on stimulation and developed a pain in their abdomen. They put the programmer on their leg and it was burning, so they turned it off. When asked if the stimulation or the programmer was burning their thigh, the patient was unable to clarify. Troubleshooting was not performed, and they were redirected to their healthcare provider (hcp) to address the issue. They also reiterated the loss of therapy and that the device did not help them pee or poop, but it did help with their chronic discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the health care physician (hcp). The patient (who was very difficult to understand ,) reported that the health care physician (hcp) adjusted their setting so they could pee (not related to the device/therapy). The hcp turned it down to 1.40 volts and the patient noted that they usually had it at 2.40 volts. The patient said that when they put the monitor in their pocket they could feel the stimulation in the vaginal area but not the rectum. While on the call it was confirmed that the ins therapy was on, on program 1 at 1.50 volts. The patient wanted to increase stimulation so they increased to 1.55 volts and then the patient felt it in their foot and wanted to back it off. The patient went to 1.5 volts and stated that they were going to leave it there. It was not known if the stimulation in the foot resolved when the patient lowered the stimulation. The patient didn't say that it went away. It was noted that their device had been set in increments of 5 and that the patient took ibuprofen twice a day to pee. The patient noted that when they didn't they would get diarrhea. It was also noted that the patient had multiple sclerosis (not related to the device/therapy.) On (B)(6) 2020, the health care physician (hcp) reported that the cause of the burning sensation at the implant site and the stimulation not working (ie the patient having to take ibuprofen to ¿pee and poop,¿ was unknown. The hcp reported also that the device had been turning off, per the patient. The hcp stated that the batteries were changed and the device was reprogrammed by the medical doctor. In response to the inquiry of what actions and interventions were taken to resolve the event, the hcp replied that the batteries were changed, the patient¿s device was reprogrammed and the patient left the clinic able to feel the stimulation in the proper areas. There were no further complications reported. On (B)(6) 2019, (B)(6) (hcp): no new information was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported a loss of therapy, last week they had increased stimulation to 2.20v but it hadn¿t helped with symptom control. The patient mentioned that morning when they woke up their eyes were really aggravated, which usually meant the device wasn¿t working very well. The patient clarified that their stimulation helped keep their ms under control and they knew when they needed to make an adjustment because their eye would get aggravated due to the ms. The patient increased to 2.25v on the call and were comfortable. The patient was redirected to the healthcare provider to discuss their symptoms. No further complications were reported.

Manufacturer narrative:
Report type has been updated based on the new information. Patient code (B)(4) and device codes (B)(4)no longer apply to this event based on the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying that the programmer was the device turning off in the prior report and the batteries were changed in the programmer to resolve it. The hcp reported the cause of the patient feeling stimulation in their vaginal area but not their rectum when they put the monitor in their pocket was not determined, and that reprogramming was done, and the rep came out to test the device to resolve the issue. The hcp reported the patient feeling stimulation in their foot when increased to 1.55v was resolved after turning it down. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still having difficulty voiding; they said that they still can¿t pee. Troubleshooting included increasing stimulation from 2.1 to 2.15. The patient stated that they could feel a little stim in their foot, but said ¿that is fine.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported burning sensation at the implant site and now stimulation is not working, meaning that patient has to take ibuprofen to "pee and poop". When patient connected her patient programmer to the implant, stimulation is on in prog #2 at 2.40 volts. Hcp said she doesn't have clinician programmer to check patient's implant. Hcp to call representative. Issue started a couple weeks ago. There were no further patient complications are anticipated or expected as a result of this event.